Event description:
This report is 1 of 4 for (B)(4).

Manufacturer narrative:
(B)(4). This report is for an unk - nails: rafn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with retrograde approach for a femoral shaft fracture. Postoperatively, patient had a peroneal nerve paresthesia¿s and had reoperation due to peroneal nerve decompression. There was an evidence of healing reported. No further information is available. This complaint involves unknown number of devices. This report is for (1) unk - nails: rafn. This report is 1 of 1 for (B)(4).